Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s fiancé reported repeated episodes of hyperglycemia, with a highest blood glucose (bg) of 400 mg/dl, after the user ran out of insulin and transitioned to backup therapy with insulin pens. The fiancé noted that during a recent camping trip, bg levels remained elevated, and the pump was not delivering insulin for extended periods. Review of device reports showed no insulin delivery for hours at a time. The agent advised verifying insulin is in the cartridge when reconnecting from backup therapy, resuming delivery as needed, and spacing therapy changes by at least two hours to prevent insulin stacking. The user was advised to seek healthcare provider approval for a factory reset and schedule additional training. No medical intervention was required.